Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the suspect device was not returned for evaluation; however, the customer was able to provide log files for further investigation. The customer's reported complaint was confirmed in the logfile review, and the issue was attributed to an unknown loss of calibration of the mushroom valve. The customer was able to resolve the issue after performing the mushroom valve offset calibration.

Event description:
Additional information received indicates that no product was returned, however the customer was able to provide logfiles for further investigation.

Event description:
It was reported that the device was sounding like it had a leak, noted excessive flow coming from the exhalation valve. There was no patient harm reported.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm was reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.